Manufacturer narrative:
3 attempts have been made to obtain more information from the customer with no response. This submission was created with the best available information. If the customer responds with more information this submission will be amended. (B)(6).

Event description:
Part migrates.